Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and an unidentified bard product were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent cystoscopy, vaginotomy, and exploratory laparoscopy due to sui, hematuria, and rectocele, and pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems. It was reported that patient underwent anterior/posterior colporrhaphy and urethropexy sling on (B)(6) 2008. It was reported that patient underwent robotic assisted laparoscopy sacral colpopexy, davinci colpopopexy laparoscopy extensive lysis of adhesions on (B)(6) 2009. It was reported that patient underwent mesh revision/excision of mesh on (B)(6) 2011 due to mesh exposure. It was reported that the patient underwent cystoscopy, bladder washing right and left ureteral washing and exam under anesthesia with vaginoscopy on (B)(6) 2012. It was reported that patient underwent mesh revision/excision of mesh on (B)(6) 2012 due to mesh erosion and bleeding. (B)(4).